Event description:
It was reported that the patient experienced inappropriate atp and hv therapy for an svt via merlin.net. The device was scheduled to be reprogrammed during the patients next scheduled appointment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.